Manufacturer narrative:
The service evaluation found the unit functions appropriately, however, the other part of the customer¿s reported issue was confirmed as the power plug inlet is damaged/broken. Additionally, cracked plastic cover and main switch. Found air joint, socket, and suction cups worn out. Device repair to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer maintenance / leakage tester unit was returned to the service/repair center for a reported ¿system malfunction. It would work then not work. Also, back of the power supply looks damaged¿ during reprocessing. Upon inspecting and testing, the service evaluation found the unit to have a power switch failure; the inlet is broken. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. Correction to initial report: g3 11feb2022. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a component failure due to wear of device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.